Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the lock burrs would not lock. The cutter could not be secured due to cotton-like fibers in the drive shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization and/or maintenance procedures not followed as per directions for use. This is further defined as user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the motor device would not lock burr devices in. It was reported that there was no delay to the procedure due to event, as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.